Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It was reported that patient reported high blood glucose event on (B)(6) 2026 since the patient is getting occlusions due to the needle being too short and got treated with correction via pump.